Event description:
It was reported that implantation of an impella 5.5 was difficult due to the patient's anatomy. The right axillary site was abandoned and the left axillary was used instead. However, the motor housing could not pass the anastomosis. Implantation via the left axillary was also abandoned. The patient developed hematuria. The patient was placed on continuous renal replacement therapy. A placement signal low alarm occurred and self-resolved. The pump was positioned deep so it was repositioned. The patient experienced atrial fibrillation. Amiodarone was given to resolve the fibrillation. Purge pressure was unstable so the purge cassette was exchanged for a new cassette. The patient continued to have episodes of atrial fibrillation. Suction events occurred so the pump was repositioned again. Later, the pump was explanted.

Manufacturer narrative:
No product was returned for investigation. The cause of the difficulty in delivering the pump was patient condition related due to the noted trouble with the patients anatomy. The cause of the device in the wrong position was not determined as not enough clinical details were provided to determine how the pump became too deep. The cause of the pump suction was due to positioning issues; however, the cause of the positioning issues was not determined. The root cause of the paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.